Event description:
During initial implant procedure, the helix of the leadless pacemaker stretched during placement. The leadless pacemaker was explanted and a new leadless pacemaker was successfully implanted to resolve the event. The patient was in stable condition.